Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, disfigurement, physical impairment and emotional stress. Update (B)(6) 2013 medical records were obtained. Medical records indicate patient was revised due to chronic mechanical complications, milky fluid in the hip capsule, acute inflammation, osteolysis, and fretting at the junction of the femoral head and srom trunnion. The srom stem and srom sleeve remained in situ. The asr sleeve, srom stem and srom sleeve have been added to this complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.